Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that balloon rupture occured. The target lesion was located in a coronary vessel. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during preparation, the balloon ruptured. No patient complications nor serious injury were reported.